Event description:
It was reported that during a da vinci-assisted surgical procedure, 2 monopolar curved scissors alternatively installed on universal surgical manipulator(usm)2 and usm 3. Prior to calling technical support, site already partially reseated the sterile adapter (sa), replaced the mcs twice. For now, with the third mcs: caller stated that no error occurred. Technical support engineer (tse) reviewed logs and found error 282 and 22020 confirming the symptoms faced by user. Tse reviewed as well the instrument engagement error evaluation tab and for now: no arm required a fse testing visit. As the fault was for limited to two mcs and the last one works fine with the sa's and arms: tse asked to do not use temporarily the previous mcs over the next surgeries and monitor, caller agreed and will call back if the fault returns. The procedure was completed as planned with no reported injury using a backup instrument. Isi followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) were returned via the intuitive platform. It appears that the cables used to move the scissors were faulty.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.